Manufacturer narrative:
(B)(4).

Event description:
It was reported that post external defibrillation for an unrelated issue, the right ventricular lead exhibited loss of sensing. The lead was capped and replaced. The patient was fine post procedure.